Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow up call to the facility, the reporter stated that the patient was nauseous but did not experience any further adverse effect and was ok. He stated that he ran the pump at various rates for various times and the pump performed as expected. He stated that he was not able to reproduce the event. He also said that he has the pump, tubing and bags from the event but has been instructed by risk management to hold onto the pump and pump logs, and not send them back until further notice. The reporter provided the contact information of the risk manager. Multiple attempts to contact the risk manager were not successful. Without the actual pump and/or pump logs, a thorough investigation could not be performed and no specific conclusion can be drawn. If the pump, pump logs, and/or additional information become available, a follow up report will be provided.